Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was experiencing a patient side cart (psc) running on battery message. Caller stated they checked the power cord on both ends and it is securely seated to the robot and to the wall. Caller stated they have 3 solid green led lights, but the message on the screen the psc is running on battery. Intuitive technical support engineer (tse) viewed system logs and saw 417/817 errors on the redundant power supply is failing and psc loss of ac power and switched to battery. Customer performed a hard reboot on the psc and after powering the system back on it said running on battery again, caller stated it had 3 solid green battery leds. A minute later the caller stated they got a non recoverable fault 252 and the psc shut down and the screen on the psc was black. Caller moved the power cord for the psc to 2 or 3 more wall outlets in the room and in the 3rd outlet the psc battery leds changed to one solid green led with the 2nd led flashing. Customer performed a hard reboot on the whole system. Caller stated after the hard reboot they powered on the system and it powered on and homed with no errors or battery messages on the screen. Caller stated the psc had 1 solid green battery led with the 2nd led flashing green. The procedure was continued. After sometime, the customer called back to report that the system switched back to battery. Psc battery indicator showed two solid green leds, indicating the battery charge is approximately p50 percent. Tse suggested swapping to another available psc. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed robotically with no harm to the patient. The site had to switch out the patient side carts (psc) to finish the case. There was a minor delay.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced both power supply to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The power supply switcher was analyzed and failure analysis (fa) investigation did not could not replicate/confirm the customer reported complaint. In-house fa installed power supply switcher onto printed circuit assembly (pca) system, power cycled 10 times without error. The system launched in normal mode. The system sat idle in normal mode for 30 minutes without error. The power supply switcher had dirty fans. An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The power supply switcher was analyzed and failure analysis investigation was replicated the customer reported complaint. In-house fa installed power supply switcher to pca xi system and failed error 417 during power cycles, fans stopped running. The power supply switcher had no issues.